Event description:
It was reported that the patient presented in clinic for routine follow up. Loss of capture was noted on the left ventricular (lv) lead. Lead revision was performed. During lead revision, it was noted that the left ventricular (lv) lead was dislodged. The left ventricular (lv) lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead measuring 86.5 cm was returned in one piece for analysis. The damage was found sustained during surgical procedure. The lead was otherwise normal.